Event description:
It was reported that the patient was experiencing inadequate stimulation and having difficulty charging the ipg. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were not returned as they were disposed per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7088762 / 7090923.